Event description:
During a ptca/atherectomy/stenting treatment procedure, the balloon ruptured at 10 atms on the second inflation. (The number or atms reached on the initial inflation is unk). The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the mid lad coronary artery. The balloon was being used to predilate the lesion for placement of an unspecified stent. Slight resistance was experienced during insertion of the balloon. The maverick2 monorail balloon was removed and replaced with a rotablator, then a stent to successfully complete the procedure. No patient injuries or complicatioins were reported. Pt status is reported as 'good'.